Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2025).

Event description:
It was reported that during preparation of an angioplasty procedure, the physician allegedly felt lot of resistance while removing the balloon protection cover. It was further reported that the balloon part allegedly got damaged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 014 pta dilatation catheter was received for evaluation in two segments. Visual evaluation showed segment 1 consisted of the catheter shaft of the sample and y-body. The distal end of the catheter was noted to be stretched with inner lumen exposed. Segment 2 consisted of the exposed inner guide-wire lumen and the balloon. The proximal end of the guidewire lumen was noted to be kinked. No functional testing was not performed due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported difficult to remove packaging material as functional testing for the failure could not be performed. The investigation is confirmed for the reported deformation and identified detachment as the device was returned detached in two segments. A definitive root cause for the alleged difficult to remove packaging material, deformation and identified detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an angioplasty procedure, the pta balloon was allegedly difficult to remove from the protection cover. It was further reported that the balloon part allegedly got damaged. There was no patient contact.